Event description:
Device malfunction: stuck device, clip captured at vlw. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician not trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, after firing the clip the physician attempted to remove the device but was unable. The physician removed the device by releasing the locking mechanism on the thumb advancer via the access ports as indicated in the instructions for use (IFU). While removing the device, it was noticed that the clip was caught between the vessel locator wings (vlw). Hemostasis was achieved by manual compression. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.